Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient previously had a stimulator implanted about 8 months prior to the pain pump being implanted (patient indicated around (B)(6) 2016) by the same physician. The patient had the stimulator for about 8 months and the patient developed a lump (6 by 4 bump) in the back where the stimulator was implanted, which was confirmed to be the cellulitis. The patient had the stimulator removed after 8 months due to the cellulitis and staph infection and was hospitalized for five days. The patient then underwent a trial for the pain pump therapy shortly after and went onto a permanent pump system. The stimulator never helped the patient¿s pain, and it was not working properly. The stimulator had been reprogrammed several times by a manufacturer representative, but it was still not providing therapy. The patient¿s back was so bad, the spinal cord stimulation did not help the patient¿s pain. The patient¿s weight at the time that the cellulitis started occurring was (B)(6) pounds, which is still the patient¿s current weight. The patient redeveloped the cellulitis with the pump. It was noted that the cellulitis would resolve, but never fully, and it was starting to redevelop every month, so the patient was consistently going to the emergency room. It was noted that the patient was too weak to be having to deal with the recurring cellulitis/staph infection. The patient has an appointment with her physician, dr. (B)(6), scheduled for (B)(6) 2019. There were no further complications reported or anticipated.